Manufacturer narrative:
H.6 investigation summary: one loose 3ml syringe with an opened and empty blister pack from batch 9197780 (p/n 309657) was received and evaluated. It was observed the syringe contained approximately 1.8ml of clear fluid and there was multiple brown embedded foreign matter particles present in the barrel wall inside the grad lines and in the collar of the luer. The particles appeared to be brunt plastic with at least 3 larger than level three in size and were rejectable per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 9197780 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that dark spots were found in the syringe after drawing up solution. Spoke with customer 11/20. Solution might be water but customer could not confirm. Fm was seen throughout the barrel of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that dark spots were found in the syringe after drawing up solution. Spoke with customer 11/20. Solution might be water but customer could not confirm. Fm was seen throughout the barrel of the syringe. Was noticed before pt interaction.